Event description:
It was reported that an adverse event occurred. According to the patient¿s mother, on approximately (B)(6) 2025, the patient experienced ketones a lot of times because of the failure of technology. The patient¿s mother would not provide any further details. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data investigation confirmed a sensor failure as a sensor failure after warm-up. The probable cause was determined to be high counts aberration.¿no specific allegation was documented for this investigation. A review of the performance data for the time period in question indicates that the sensor session was started at 9:17 am on (B)(6) 2025. The session lasted a little longer than 1 day and 8 hours and ended on 6/2/(B)(6) 2025 when sensor failed due to high counts aberration was logged. Based on the data the alerts performed as designed. The exact cause of the high counts aberration could not be determined during the investigation.